Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump touchscreen exhibited delamination beneath an intact outer surface upon removal from packaging, with the device continuing to function; internal vacuum forces were described as pulling the screen down along the edges, and a replacement device was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with involved parties and receipt and inspection of the returned device. Investigation of this case revealed a stress-related problem associated with the touchscreen component and a fracture-related defect characterization, with the issue traced to user context per the reporting taxonomy though the described mechanism involved internal vacuum causing edge delamination. It was concluded, based on previously established findings for similar reports, that the cause was stress problem identified and cause traced to user.